Manufacturer narrative:
Additional information of the reporter: phone: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture bakers grade IV and seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture bakers grade IV, seroma- late.

Event description:
Healthcare professional reported for the left side "grade IV periprosthetic capsular contracture chronic seroma" and "post-retraction deformity." Device has been explanted.